Event description:
A company representative reported that one yukon polyaxial screw fractured at t2 and one yukon set screw migrated approximately 6 months post-operatively. Revision surgery has not been performed. This report captures the polyaxial screw.

Manufacturer narrative:
Corrected data: b5, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two yukon polyaxial screws fractured post-operatively. Revision surgery has not been performed. This report captures the second of two yukon polyaxial screws.

Event description:
A company representative reported one yukon polyaxial screw fractured at t1 post-operatively there is no deficiency against the reported second screw. Revision surgery has not been performed. This report captures the second yukon polyaxial screw.